Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to localized infection. It was also reported that the patient was on steroids recently which made the patient prone to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.